Manufacturer narrative:
(B)(4). A supply bag disconnecting is a known cause of this alarm. The cause of the disconnection was unable to be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm during fill five on the homechoice (hc) device. The home patient (hp) was connected at the time of the event. The home patient (hp) stated a supply bag became disconnected. This disconnection was found to have occurred without the bag falling. The technical service representative (tsr) had the hp cycle power to clear the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.